Event description:
Additional information received reported it was unknown when the patient first started to experience the intrathecal mass/granuloma. The cause of the intrathecal mass/granuloma was not determined and has not been resolved.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was receiving 200 mg/ml demerol at 68 mg/day via an implantable pump for non-malignant pain and spinal pain. On 2016-dec-08, it was reported that the patient had an intrathecal granuloma and had a catheter revision done. An MRI was done to confirm the granuloma. It was also noted that the patient¿s pump experienced a motor stall occurred following the MRI, but it resolved upon leaving the MRI field. The patient was experiencing uncontrolled pain, but had no neurological deficit symptoms. The patient¿s healthcare provider started to decrease the patient¿s intrathecal dosing following the diagnosis of the inflammatory mass. It was reported that the patient was having the intrathecal section of the catheter removed and a new intrathecal section of the catheter implanted in a higher location on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.